Event description:
A medical center in (B)(6) reported to a fisher & paykel (fph) field representative that the filter of the water bag spike of an mr290v vented autofeed humification chamber was punctured. It was noticed before use on a patient. No consequence was reported.

Event description:
A medical center in (B)(6) reported to a fisher & paykel (fph) field representative that the filter of the water bag spike of an mr290v vented autofeed humification chamber was punctured. It was noticed before use on a patient. No consequence was reported.

Manufacturer narrative:
The complaint mr290v vented autofeed humidification chamber has only recently been returned to fisher & paykel healthcare (fph) and is currently being investigated. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected for the reported puncture. Results: visual inspection confirmed the reported fault. The filter of the water bag spike had a 5mm cut. A lot check revealed no other complaints of this nature for lot number 100429. Conclusion: the water bag spike filter of an mr290v humidification chamber is manufactured by a supplier to fisher & paykel healthcare (fph), and assembled into the water bag spike on the fph's production line. It is likely that the filter was damaged during the supplier's manufacturing process. However, the damage was not noticed during the supplier's inspection or fph assembly processes, as the cap of the water bag spike filter is closed while being pressure tested. This matter has been brought to the attention of our supplier for their further investigation. (B)(4).